Event description:
It was reported that balloon rupture occurred. Vascular access was via the left femoral. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. During inflation at nominal pressure for few seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.